Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and without a cartridge reload present. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. No further functional testing could be performed due to the condition fo the device. While no conclusion could be reached as to what may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastric bypass procedure, during the establishment of the clamp on the stomach, this one hasn't closed. Doctor is saying stuck in open position. No clip was delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.